Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The user went to the clinic for a routine fitting in (B)(6) 2018. She explained she was having serious difficulties to understand speech in situations in which she didn't have problems before. Re-implantation was carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user went to the clinic for a routine fitting. She explained she was having serious difficulties to understand speech in situations in which she didn't have problems before. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is being considered, and surgery will likely occur in (B)(6) 2018.

Event description:
The user went to the clinic for a routine fitting. She explained she was having serious difficulties to understand speech in situations in which she didn't have problems before. Re-implantation is considered and will likely take place in (B)(6) 2018.